Event description:
It was reported that vessel dissection occurred. The target lesion was predilated using an emerge balloon catheter. Then a 2.50mmx16mm promus premier¿ stent was advanced and implanted in the lesion however, vessel dissection was noted. Subsequently, the patient was transferred to the operating room. No further patient complications were reported.

Manufacturer narrative:
(B)(4). Device is a combination product. The complaint device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).